Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 10-jan-2023. The device evaluation was completed on 18-jan-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodged could be related to the resistance with the sheath, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster, inc. Product analysis observed a hemostatic valve separation issue. Initially, the inner sheath could not advance in the outer sheath due to the impediment. The second device was used to complete the procedure. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-jan-2023, the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 18-jan-2023.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 21-feb-2023, noted a correction to the 3500a initial as in h4. Device manufacture date field was submitted as 05-feb-2018. It should have been 10-may-2022. Therefore, updated this field.